Event description:
It was reported that during an instability repair with the fibertak it was initially not possible to insert the fibertak with the spear and the tip of the device broke off. The surgeon was able to retrieve the broken fragments. The second attempt with a second device with the same lot number failed as the pull through suture ruptured. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with a different part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.